Manufacturer narrative:
Follow-up #1 date of submission 08/03/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the black box (bb) data showed dates from 1/17/2007 -1/25/2007. The black box showed no evidence of short battery life. One replace battery alarm observed in bb on 1/17/2007 through normal battery usage. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had damage threads and was unable to fully tighten on to the pump. The pump was able to power on with the returned cap. The pump¿s current draws were found to be within specifications. The pump cover was removed and not internal defect was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.